Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product h11: the device was received for evaluation. During functional testing, the reported problem "power failure" was not reproduced. The device was tested with a known good battery and power cord and functioned as intended, the pump did not power off during use. A review of the event history log revealed "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be multiple depressed rear case pins which could cause intermittent power failure. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a power failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.